Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: product ID 37761, serial# (B)(4) product type recharger. Product ID 97754, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4) found that connector pin bent. All fdm and fdr codes apply to the desktop charger (serial # (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3 7761, serial/lot #: (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for rsd/causal gia-complex regional pain sync and spinal pain. It was reported the patient¿s ins had been dead for 2 days. It was noted the patient had bad connector on recharger and bad connector on desktop charger. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.